Event description:
A report was received that the patient has lost stimulation. An x-ray was taken which confirmed that the patient's leads had migrated and were wrapped around the ipg. The physician replaced the patient's leads, and the patient is reportedly doing well.

Manufacturer narrative:
The explanted leads were not returned to bsn as they were discarded by the medical facility. This is the final report.